Event description:
A malfunction alarm known as malf 24 was reported. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump since it could not be reset, and the customer was informed to use an alternate form of insulin therapy, mdi, to ensure continuous insulin delivery. The customer received a replacement pump and was provided instructions for returning the faulty one, programming settings, and connecting their cgm to the new device, all of which the customer understood and acknowledged.